Event description:
Patient found by nurse tech pinned between side rail of low air-loss bed and the bed. Patient's head and torso were pinned, legs were on the floor. Tech immediately called for help, fellow immediately notified. Nursing and md able to get side rail down and lift patient back into bed. Patient initially lethargic, shallow respirations, heart rate 110's, hypotensive. No obvious deformities noted. Stat x ray's and EKG obtained, started patient on levophed, md examined patient, no obvious injury found other than small amount of blood in back right corner of the mouth. Patient returned to baseline responsiveness within 5 minutes of being back in bed. Vital signs also stabilized within 10 minutes.